Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("painful periods"), dyspareunia ("painful sex"), genital haemorrhage ("bleeding"), headache ("headache"), infection ("infection"), nervous system disorder ("neuromuscular problem"), autoimmune disorder ("autoimmune like symptoms"), alopecia ("hair loss"), tooth fracture ("teeth cracking"), disturbance in attention ("unable to focus"), peripheral swelling ("swelling extremities"), depression ("depression") and urinary incontinence ("lack of bladder control"). The patient was treated with surgery (bilateral salpingectomy with cornual resection). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, infection, nervous system disorder, autoimmune disorder, alopecia, tooth fracture, disturbance in attention, peripheral swelling, depression and urinary incontinence outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, depression, disturbance in attention, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, infection, nervous system disorder, pelvic pain, peripheral swelling, tooth fracture and urinary incontinence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2019: postoperative diagnoses: chronic pelvic pain, foreign body of the uterus, menorrhagia, and adhesions of the pelvis findings: the patient had adhesive disease of the pelvis that was minimal wispy adhesions, normal-appearing cornua. No gross evidence of perforation or migration of the essure coils or of the fallopian tubes, or uterus. Procedure performed: 1. Laparoscopic bilateral salpingectomy, partial cornuectomy, da vinci platform. 2. X-ray of the pelvis intraoperatively read by surgeon specimens removed: complete tube along with partial cornuectomy with essure coils inside tubes leading myometrial tissue on the essure coil down into the endometrial cavity. Pathology test - on (B)(6) 2019: gross description: fallopian tube 1: the fimbriated end is tan-pink and delicate. Sections of the specimen shows a coiled gray colored metal wire within the proximal 3.5 cm. This wire measures 3.5 cm long by 0.1 cm in diameter. Fallopian tube 2: section shows a portion of coiled gray colored metal wire within the proximal 3.5 cm. The wire measures approximately 3.5 ern long by 0.1 ern in diameter. No other luminal or mucosal abnormalities or mass lesions are identified. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("painful periods"), dyspareunia ("painful sex"), genital haemorrhage ("bleeding"), headache ("headache"), infection ("infection"), neuromyopathy ("neuromuscular problem"), autoimmune disorder ("autoimmune like symptoms"), alopecia ("hair loss"), tooth fracture ("teeth cracking"), disturbance in attention ("unable to focus"), peripheral swelling ("swelling extremities"), depression ("depression") and urinary incontinence ("lack of bladder control"). The patient was treated with surgery (bilateral salpingectomy with cornual resection). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, infection, neuromyopathy, autoimmune disorder, alopecia, tooth fracture, disturbance in attention, peripheral swelling, depression and urinary incontinence outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, depression, disturbance in attention, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, infection, neuromyopathy, pelvic pain, peripheral swelling, tooth fracture and urinary incontinence to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2019: postoperative diagnoses: chronic pelvic pain, foreign body of the uterus, menorrhagia, and adhesions of the pelvis findings: the patient had adhesive disease of the pelvis that was minimal wispy adhesions, normal-appearing cornua. No gross evidence of perforation or migration of the essure coils or of the fallopian tubes, or uterus. Procedure performed: 1. Laparoscopic bilateral salpingectomy, partial cornuectomy, da vinci platform. 2. X-ray of the pelvis intraoperatively read by surgeon specimens removed: complete tube along with partial cornuectomy with essure coils inside tubes leading myometrial tissue on the essure coil down into the endometrial cavity. Pathology test - on (B)(6) 2019: gross description 1. Fallopian tube 1: the fimbriated end is tan-pink and delicate. Sections of the specimen shows a coiled gray colored metal wire within the proximal 3.5 cm. This wire measures 3.5 cm long by 0.1 cm in diameter. Fallopian tube 2: section shows a portion of coiled gray colored metal wire within the proximal 3.5 cm. The wire measures approximately 3.5 ern long by 0.1 ern in diameter. No other luminal or mucosal abnormalities or mass lesions are identified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.